Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated system. Corrections included replacement of the system's radio transceiver board and adjusting the antenna output. System was calibrated and safety tested to factory's specs.